Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.

Event description:
It was reported that a user experienced highly variable blood glucose while using the ilet pump, expressed anxiety about unknown insulin-on-board visibility, and initially requested a return, later agreeing to additional troubleshooting and education including factory reset, cgm selection and calibration guidance, meal announcement timing, and a change from steel to teflon infusion sets. Symptoms included low and high blood glucose. Outcomes included no injury, no hospitalization, and continued device use following education and supply changes. Investigation included product support review, user education, and supply modification for infusion sets. Investigation of this case revealed no device malfunction confirmed, with contributing factors likely related to infusion set tolerance, cgm readings and calibration approach, and user workflow for meal announcements. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.